Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure, to include: perforation of the tool channel, image fibre was broken, and fibre delamination. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blurry image. The issue was found during service / maintenance. There were no reports of patient involvement.